Event description:
The contact was the customer's family member. He stated that patient meter was set in mmoi/l, and she medicated according to the results. The contact was not comfortable answering questions. He stated that on 3/2006, his pt passed out on the floor. The call was disconnected. When customer service called back, the contact stated something came up at the hospital. Customer service was going to contact customer at a later date.